Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 7f sheath hole prior to a mitraclip interventional procedure. Reportedly, when attempting to remove the prostyle device after closing the lever to retract the foot (step 4), the device was stuck and could not be removed. After several attempts were made to remove the device, the pre-placed sutures were removed using the knot pusher and then the prostyle device was able to be removed from the patient anatomy. Upon removal of the device, it was noted that the knot was not on the vessel, it was on the prostyle sheath (suture caught on device). The sheath was upsized to a 24f sheath and the mitraclip procedure was completed. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed to the returned device. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported suture malposition was not confirmed as a portion of the suture was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. The unexpected medical intervention appears to be related to circumstances of the procedure. Factors that may contribute to device entrapment include, but not limited to; tissue or suture caught in the foot. It is likely that an interaction with patient anatomy or friable femoral vessel contributed to the reported suture malposition issue. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.